Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose level of 400-600 (mg/dl). The customer believed the cause of the elevated bg level was the pump. The customer stated that the pump is functioning and insulin is exiting the tubing. The customer also stated the boluses requested are being delivered properly. A manual injection was administered to address bg level. The customer declined to remove and inspect the infusion set site.